Event description:
Reportable based on analysis approved on 04/10/2007. It was reported that during preparation for a lower extremity run-off diagnostic procedure, when the package of the guidewire was opened and the device was removed, the guidewire appeared unraveled. The procedure was completed with another of the same device. There were no reported patient complications and the current patient condition was reported as "fine."

Manufacturer narrative:
The complaint was confirmed. Visual inspection of the returned device revealed that the spring tip was elongated approximately 21 cm in length. The corewire was fractured at approximately 4.5 cm from the tip of wire. The ballweld was intact. All indicators point to a tensile overload type fracture. The batch number for the incident device was not reported. A shipment history was performed for all batches sold to this customer in the past year. Results identified potential batch 9261441. Device history review was performed on the batch number identified and revealed no anomalies related to the complaint. The lot met all specifications. The identified lot number has not been involved in previous complaints. The root cause of failure is unk.